Manufacturer narrative:
Investigation summary: refer to (B)(4). As per manufacturing, DHR was reviewed and no qn found. Manufacture records were reviewed, no abnormal was found. Pen needle product has 100% clog test in flowguru station, and defect part will rejected by flowguru station automatically. Clog test was conducted on 14pcs retention samples and all no needle clog found. No returned samples or actual defect samples for investigation, so we can¿t performing in-depth investigation. Base on investigation above, the complaint is not manufacture issue.

Event description:
It was reported that bd nano¿ pen needle 32gx4mm 14 pack was clogged. The following information was provided by the initial reporter: the end user noticed that needle tip clogged during pre-injection preparation. Defected product didn't be used.